Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the event was not reported. The patient was hospitalized for the event and began treatment with oral antibiotics (discontinued after two days). Two days later, the patient was treated with intraperitoneal antibiotics (ongoing) for the peritonitis. At the time of this report, the patient remained hospitalized and was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.